Manufacturer narrative:
Covidien reference number (B)(4). The se inspected the device and found a resistor on the power distribution printed circuit board (pcb) had thermal damage. The se replaced the resistor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator did not pass the power on self test (post). The ventilator was not in use on a patient at the time the event occurred.